Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore the reported event cannot be verified. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during a robot-assisted radical cystectomy procedure on (B)(6) 2023 when it was reported ¿when the air seal trocar was pulled out at the end of the operation, the nurse noticed that the tip of the trocar was missing and consulted with the doctor. Then reinsert the trocar, check the abdominal cavity, find the missing part and retrieve it. Surgery extension time about 10 minutes." Further assessment questioning found that the trocar was being used as irrigation suction port and the device did fragment and was retrieved using 5mm forceps. The procedure was completed with a 10-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. The current status of the patient is ¿unknown¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during a robot-assisted radical cystectomy procedure on (B)(6) 2023 when it was reported ¿when the air seal trocar was pulled out at the end of the operation, the nurse noticed that the tip of the trocar was missing and consulted with the doctor. Then reinsert the trocar, check the abdominal cavity, find the missing part and retrieve it. Surgery extension time about 10 minutes." Further assessment questioning found that the trocar was being used as irrigation suction port and the device did fragment and was retrieved using 5mm forceps. The procedure was completed with a 10-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. The current status of the patient is ¿unknown¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.